Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (b)94).

Event description:
A physician reported that during surgery they have noticed that glistening turbidity on the lens. The surgery was performed and completed without product replacement. The sample was not available as it remains in the patient's eye.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information have received it states that glistening turbidity of the iol (intraocular lens) has disappeared over time and there was no impact to the patient.

Manufacturer narrative:
The product was not returned for analysis. Only photo was returned. Clinical assessment: the exact location of these findings, whether on and/or immediately posterior to the anterior intraocular lens (iol) surface, cannot be definitively determined from these two-dimensional images. Additionally, exact identification of the findings cannot be concluded from evaluating these images alone and requires further assessment beyond this review. However, based solely on their appearance in these photographs, the findings suggest subsurface nanoglistenings. Based on the content provided in the medical information review, exact identification of the findings cannot be concluded from evaluating these images alone. Based solely on their appearance in these photographs, the findings suggest subsurface nanoglistenings. A definitive determination of the reported complaint cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).